Event description:
It was reported that bd alaris smartsite texium was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that leaking secondary at the texium cap.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional informaiton provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 70001b-07t because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.